Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Complaint description: a customer in germany complained after having obtained an incorrect identification test results when testing microorganisms isolated from an industrial sample (product or environment) for identification test using biomérieux mass spectrometry technique. The customer said that on (B)(6) 2022, they had tested a colony isolated from an industrial sample using their vitek® ms instrument (ref. 410895, serial# (B)(4)), knowledge base (kb) version 3.2 and that the microorganism was identified as listeria ivanovii ssp ivanovii. The customer indicated that the microorganism was cultured on columbia agar and incubated at 30-35 °c. The customer stated that listeria ivanovii ssp ivanovii identification result was not consistent with the morphology observation and gram stain results. The customer said that on (B)(6) 2022, they had repeated the test on a colony of the same sample using the same vitek ms system and that the microorganism was identified as o. Anthropi with 99.9 %. Of confidence. The customer states that no incorrect result was reported to their laboratory partner. The customer said the they had observed a similar discrepant identification test results when testing a different industrial sample using their vitek ms system. This event has been recorded under (B)(4). As there is no patient associated with this industry strain, there is no adverse event related to any patient's state of health.

Manufacturer narrative:
Following the incorrect identification test result obtained by the customer when testing microorganisms isolated from industrial samples (products or environment) an investigation has been carried out at biomèrieux manufacturing site. The expected identification is unknown because no reference method was used to confirm the expected identification. Complaint trend analysis and device history record was perfomed and no general trend has been identified. There is no CAPA, nor non conformity on vitek ms linked with customer 's complaint. Fine tuning status was evaluated by the investigator and found to be medium at the time of acquisition of the misidentification and good at the time of acquisition of the retest. The customer¿s spot preparation quality was found to be not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous during the issue on 19 oct 2022 but more homogeneous during the rests on 10 nov 2022. The number of peaks is heterogenous (between 46 to 120) and the misidentification was obtained with the lower number of peaks (46). The amount of ¿all peaks¿ detected during acquisition will be not sufficient for allowing good identification. Moreover, the suspected misidentifications were obtained with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The customer confirmed that they perform matrix aliquot. Matrix aliquoting is not a validated process. This can lead to a high risk of degradation of the quality of the matrix. Complementary test performed by the customer showed that the spot preparation were very heterogenous between slides and also for a same slide but similar between each instrument. This information confirmed that the issue seems to be linked to the spot preparation (quality of spotting and matrix aliquoting). The customer was reminded that aliquoting is not authorized. Customer training materials was provided to the customer to help him to improve his spot preparation technique.